Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer is refill/reusing cartridges and overfill the cartridge. Customer was informed that overfilling and reusing/refilling cartridge is off label per the tandem user guide. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no reported adverse impact to the customer¿s blood glucose level.